Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was repositioned after implant for unknown reasons. The patient was stable.

Event description:
New information states that, the lead was noted to be dislodged after the procedure. Intermittent capture was also noted. The lead was repositioned on (B)(6) 2018. Patient was stable.